Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 400 mg/dl compared to a reading of 118 mg/dl obtained on another adc meter. Customer self-treated with insulin (dose/type unspecified) and subsequently experienced a loss of consciousness. Customer was tended to by paramedics who treated him with dextrose via injection. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Visual inspection was performed on the sensor plug and it was found to be fully seated. Removed the sensor plug and inspected plug assembly, a crack was observed in the sensor neck. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Customer received a sensor scan result of 400 mg/dl compared to a reading of 118 mg/dl obtained on another adc meter. Customer self-treated with insulin (dose/type unspecified) and subsequently experienced a loss of consciousness. Customer was tended to by paramedics who treated him with dextrose via injection. There was no report of death or permanent impairment associated with this event.